Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:(sw kit 9735737), software version#: 2.1.0 h3. H6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. All evaluations passed. There was no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
H2-3) the software analysis concluded that based on the information provided, this appeared to be scans issue, there was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. The logs and archives were reviewed again. Logs recorded that the site was in catheter placement electromagnetic (em) procedure. The archive had 4 computed tomography (CT) exams, all appeared bit grainy and of poor quality, it appeared the scans were the issue from radiology. As per the case comments provided on 06-mar-2025, it was confirmed that the reported poor image quality issue was due to scans issue. Codes: b01, c19, d14 h2) please see section b5 for additional information and section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, the issue was more with the computed tomography scanner and not exactly the navigation system. The site had the width and contrast levels messed up.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that there was an alleged inaccuracy and that the images used for shunt placement were of poor quality and grainy, necessitating a retake. The issue occurred intraoperatively, extending the surgical time to one hour or longer. There was no impact on patient outcome.

Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable.  A13 applies to poor quality and were grainy / image had to be retaken. A0908 applies to alleged inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: b5, d3-4 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. No additional reports will be submitted for this complaint.